Event description:
Two driver rapid exchange (rx) coronary stent delivery systems were used to treat a lesion in a patient. It is reported that the patient started to experience a bumpy, itchy rash all over her skin the day after her release from the hospital post implant of the driver rx stents (reference MFR report # 2953200-2010-00632). The patient attended a dermatologist who initially treated with creams and a biopsy was taken. The physician determined that the patient was allergic to plavix. The patient was taken off plavix and was treated with prednisone. It was reported that this improved her symptoms. The patient stopped taking the prednisone and her symptoms reappeared. The patient continues to be under the care of a physician and further tests for allergy to nickel are planned if the symptoms continue. The stent delivery system was not returned to medtronic for evaluation.

Manufacturer narrative:
(B) (4). Results: reaction. Patient pre-disposed to allergic events. Plavix. Conclusion: plavix.